Event description:
Above date is approximate. I had an artificial lens -actually 2 lenses in succession- and never received any benefits. I don't blame the doctor, but I am interested in what alternatives I have at this time. To be fair, I had radial keratotomy in 1983 and that give me good vision until recently. It did leave scars on the cornea, which was to be expected. But, the scars apparently kept my later surgery from being successful. The "game plan" was to replace my original lens -which was not diseased- with a lens that would give me a wide range of vision -near, intermediate, and far-. The replacement lens was to be augmented with lasik surgery to fine-tune my vision. I had one lens implanted. When it didn't correct my vision. The doctor removed it and replace it with the rezoom. It didn't correct my vision, either. The doctor suggested that corneal surgery should benefit me, but it required "topographical corneal mapping. Unfortunately, this procedure was not approved by FDA. He said that when it was approved, it would be on a very limited basis. My question is, if the original radial keratotomy corneal scars are the cause of my inability to get corrective vision with the multifocal lens augmented with wave front corneal mapping, would lasik surgery augmented with topographical mapping be the answer? I have told my doctor I would wait for FDA approval of topographical corneal mapping.